Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. During a follow up visit it was reported that the device had migrated 2cm below the renal arteries due to disease progression. It was reported that there was no endoleak; however, the physician elected to implant and endurant cuff and the migration was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration). (Disease progression).